Manufacturer narrative:
Correction h6- health effect - clinical code. Correction h6- health effect - impact code. The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires broken.

Event description:
Additional information indicates leads were fractured.

Event description:
It was reported that one of the patients leads had high impedances on all contacts and patients other lead had high impedances on 2 contacts. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue. During the procedure the ipg became unable to communicate with external devices, troubleshooting was able to recover the ipg.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.